Manufacturer narrative:
The investigation into the low pump flow issue and the optical signal issue has been completed since the original report was filed. The device was returned for investigation. It was determined that the cause of the low pump flow issue was most likely patient condition related with several suction alarms observed at higher p-levels and p-level automatically dropping to p-4 resolved the suction event.

Event description:
The user facility reported a 64-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support awaiting heart transplant. Suction alarms occurred for 24 hours during support. Staff was unable to increase flows over p4. Echo showed adequate placement and volume being given. Staff continued support and the patient eventually had a heart transplant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.